Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens and the lens tore. The incision was enlarged to remove the lens. The reporter stated the lens was not loaded correctly.

Manufacturer narrative:
Evaluation results (other): visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.